Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was at 27 mg/dl and emergency medical services came out to her home. The customer's blood glucose at the time of reporting the event was 70 mg/dl, which she did not treat for, but she stated she was about to eat dinner. Nothing further reported.